Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was explanted four months after it was implanted into a patient's eye. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, an ophthalmic assistant reported the initial iol was exchanged for another lens with one diopter more power. In the surgeon's opinion of what caused or contributed to the event "just the nature of human tissue" was reported. The surgeon's prognosis is that the patient's vision should improve with time.